Manufacturer narrative:
The reported complaint of user advisory - ua08 (motor controller fault detected) on the autopulse platform (sn (B)(4)) was confirmed during archive review but not during functional testing. The investigation findings revealed that the root cause of the reported issue was due to a defective drivetrain motor as a result of an aging component. Unrelated to the reported complaint, cracked front and bottom covers were observed during visual inspection. These types of a physical damage on the ap platform can occur due to user mishandling. The damaged covers were replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To remedy the issue, the drive shaft was deburred. The autopulse platform is a reusable device and was manufactured in october 2007. The device has been operating for over 11 years and has exceeded its expected serviceable life of 5 years. During archive data review, ua08 was identified on the date of the reported event occurred. Thus, confirming the reported complaint. Initial functional testing passed without any fault error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use in cardiac arrest, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua08 (motor controller fault detected) error message. The crew reverted to manual CPR. No known impact or consequence to patient was reported.